Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2013, pt implanted with the ICD involved in this MDR died due to complications of pneumonia. The associated sorin lead has been cut and not returned (sn (B)(4) reported under MDR #1000165971-2013-00092). The ICD has been explanted and returned for analysis.